Event description:
It was reported the device was used on an unk procedure. It was reported by a surgeon that a fellow surgeon had difficulty with the 512h trocar. The cin contacted the rep to follow up for further info as the initial info rec'd was vague. 06/12/1998 the rep reports the surgeon (not the contacting surgeon) performed a laparoscopic cholecystectomy procedure on 06/05/1998 making the initial umbilical port placement with a 512h trocar and used the 512h for insufflation. Nothing unusual was noticed during entry or during the procedure. The pt returned on 06/08/1998 and discovered a hole in the omentum and perforation of the small bowel, posterior to the umbilical site. The surgeon estimated the pt would remain in the hosp 5-7 days.